Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred when disconnecting a drain bag after continuous ambulatory peritoneal dialysis therapy. The transfer set had been in use for one day and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the one (1) actual device was provided for evaluation. The sample was returned in wet condition with a homechoice patient connector attached, twist clamp in closed position and the beige patient connector cut off. A visual inspection by the naked eye observed the female connector was separated from the main body. Unable to perform functional testing due to the returned condition of the sample. No additional defects or leaks were observed. The reported condition was verified. The sample did not meet specification due to the separation and the cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.